Event description:
Following placement of the valve, the device was found to be leaking. Damage during surgery was suspected. Procedure was delayed for longer than thirty minutes while the valve was replaced.